Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "capsule", "folds", "intracapsular rupture" and "nodes" via ultrasound, mammography and MRI. This is for the left side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported left side " rupture and grade iii encapsulation". This is for the left side. Device remains implanted.